Event description:
It was reported that during set up of an infusion the user had the roller clamp on the patient side closed and selected pause to stop the infusion. However, during this time, the tubing burst. There was patient involvement, but outcome was unknown. It is not known if the infusion was paused as intended or the roller clamp fully in the closed position. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported that the tubing burst during infusion set up which was not identified during the customer call. The case escalated to dchu. However, there was no sufficient sample to address the issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.